Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, the field service engineer confirmed that the issue was resolved by the customer after rebooted the station and no failed icons were shown. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer failed, and they were unable to resolve the issue by restarting the device. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es, the drawer failed, and they were unable to resolve the issue by restarting the device. The customer stated that the reported issue occurred when user was trying to issue medication to patient.however, there were no adverse events or injuries reported based on this event.